Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, the guide catheter broke inside the endoscope. The physician used a grasper to remove the broken guide catheter fragment, and the procedure was able to be completed successfully. Reportedly, the procedure was extended as a result of the issue. However, there were no patient complications reported. ***additional information received on december 11, 2025*** it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The user did not follow the IFU; therefore, this complaint has been assigned ar code 5191: 2457 to capture user error.

Manufacturer narrative:
Block b5 (describe event or problem) and h6 (device codes) have been updated with additional information received from (B)(6), (gi associate territory manager IV) on december 11, 2025. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required, as graspers were required to retrieve the broken fragment of the guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, the guide catheter broke inside the endoscope. The physician used a grasper to remove the broken guide catheter fragment, and the procedure was able to be completed successfully. Reportedly, the procedure was extended as a result of the issue. However, there were no patient complications reported.

Manufacturer narrative:
Block b5 and h6 (device codes) have been corrected. Per further review of the information received, the device was deemed to have been used within label. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required, as graspers were required to retrieve the broken fragment of the guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, the guide catheter broke inside the endoscope. The physician used a grasper to remove the broken guide catheter fragment, and the procedure was able to be completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required, as graspers were required to retrieve the broken fragment of the guide catheter.